Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced anxiety. It was also reported that the leadless implantable pulse generator (ipg) exhibited high thresholds and was reprogrammed so that outputs were very high. The ipg also exhibited rapid premature battery depletion. The ipg was explanted and replaced with a transvenous pacing system. No patient complications have been reported as a result of this event.